Event description:
It was reported that the system with this pacemaker and right atrial (ra) and right ventricular (rv) leads was in a valid radio frequency overuse condition due to frequent implanted device alerts, specifically for ventricular tachycardia (vt) episodes where ventricular beats are greater than atrial beats. The patient is likely in atrial fibrillation and has rapid ventricular response. Also, the atrial lead is off, therefore ventricle will always be greater than the atrium. Frequent implanted device alerts increased device power consumption thereby decreasing device longevity. Programming options for the pacemaker were recommended in order to increase device longevity. According to the health care professional, the patient had an open surgery some years before and both ra and rv leads were affected. Ra lead was turned off as a result. The rv lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and the lead was reprogrammed to the unipolar mode and the impedance measurements were still out of range. Subsequently, a x-ray was performed and a lead fracture was suspected. The physician opted to abandon and replace. While, both the pacemaker and ra lead remain in service at this time. No additional adverse patient effects were reported.